Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had an unusable display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component code, investigation conclusion), h10. Getinge field service engineer (fse) spoke with the customer on the phone and was told that the issue is the touchscreen will not calibrate. Getinge field service engineer (fse) walked them through the calibration process and the touchscreen still would not calibrate. Then getinge field service engineer (fse) visited site and verified that the touch screen would not pass the calibration process and replaced the touch screen and was able to calibrate correctly. Fse completed the diagnostic, performance and safety tests. The unit was approved for clinical use and returned to the department. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The suspected faulty part was sent to getinge's failure analysis and testing (fat) for evaluation. He failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the touchscreen into the cardiosave test fixture and tested the touchscreen to factory specifications per procedure and the cardiosave service manual.the failure analysis and testing dept. Attempted to calibrate the touchscreen, however the touchscreen could not be calibrated, and this is why the touchscreen was not responding when a key was pressed.the failure analysis and testing dept. Was able to replicate the failure that the customer experienced.the touchscreen failed testing. The supplier will no longer perform failure analysis on displays. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.